Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04254, 0002648920-2018-00627.

Event description:
It was reported patient¿s hip was revised due to pain and loosening. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The device was received and visual inspection of the shell identified biological debris embedded in the fiber metal outer diameter. Gouges and scratches were also identified on the rim on the shell. Review of x-ray identified the lateral inclination of the acetabular cup was reversed, with the lateral aspect of the cup inferior in relation to the medial aspect. Review of the device history record for identified no deviations or anomalies that may have caused or contributed to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.